Event description:
According to the customer, on (B)(6) 2024 when removing the IV catheter after a "heart coronary angiography" the catheter was retained in the patient's "left median antecubital vein".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when removing the IV catheter after a "heart coronary angiography" the catheter was retained in the patient's "left median antecubital vein". The customer reported the retained catheter was confirmed under ultrasound. The customer reported the patient required a "cut down on the vein" under "local anesthesia", and the catheter was extracted by a "vascular surgeon". The customer reported the procedure was able to be completed and the patient was "discharged home". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.